Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) is a known adverse patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that using a femoral artery access approach during a procedure of the moderately calcified, moderately tortuous, 90% stenosed, de novo, mid circumflex (cx) artery the guide wire was positioned at the distal end of the cx. Predilatation was performed and the 3.5 x 15 mm xience xpedition stent was deployed, however, in angiographic review a distal edge dissection was noted. A 3.5 x 23 mm xience xpedition stent was used as treatment of the dissection and timi 3 flow was noted and the case completed without reported issue. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.